Event description:
It was reported that during an initial implant procedure, the pacing system analyzer (psa) had failed to deliver capture and sense through atrial port upon measuring parameters. Ventricular port of trifurcation was used instead. The patient was in stable condition.